Manufacturer narrative:
Concomitant medical products: product ID 3998 lot# (B)(4) serial# implanted: (B)(6) 2006 product type lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 12-jan-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was during the call, pt mentioned their healthcare provider (hcp) had to do a "complete revision" when they put pt's current ins in. Pss asked, pt clarified the ins battery had reached its end of life, but the leads had electrodes that were out and the leads were "shot" so they had the ins and leads replaced (pt also mentioned they put in new equipment so pt could be MRI eligible). Pt mentioned their rep discovered the electrode was out on the lead when they tested the device. Pss asked when that was, and pt said about 4 weeks prior to replacement the rep had increased the amplitude and then 2 weeks after that the rep said the implant had reached its end of life (it was unclear to pss after asking pt to clarify if rep tested the device and discovered electrode was out 4 weeks or 2 weeks prior to replacement). Pss documenting information given during the call. Additional information from rep stated that they don¿t recall when the patient was seen for a check of system. Rep saw the patient on (B)(6) 2022 and noticed a couple of impedance issues that would need a lead replacement to provide patient with correct coverage of her pain area. It was determined that the patient would benefit from a new lead and a generator that had come to end of life. She requested to have a vanta replacement at this time. Patient was implanted with new lead and generator.

Manufacturer narrative:
Continuation of d10: product ID: 3998, lot# v002444, implanted: (B)(6) 2006, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on july 6th, 2022. The products were disposed at the hospital per facility protocol and will not be returned for analysis.